Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Additional information regarding the patient outcome and product information has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc files 6x broke during use. Broken piece remains in root canal and further treatment pending. Request for additional information has been made.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. No lot number and no product for investigation available. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.